Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the insufflator exhibited foreign material in the connecting tube of the primary pressure reducer. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign substances inside the connecting tube of the primary pressure reducer during evaluation. However, there was no contamination. The subject device was returned, and no reportable malfunctions were found.